Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 425 mg/dl at the time of incident. The customer was not admitted into the hospital as a result of high blood glucose. Customer did not experiences any symptom related to the high blood glucose. The customer also reported that insulin pump had cosmetic damage. The customer stated that crack across the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to performed the displacement test due to cracked and bleeding lcd noted.